Event description:
It was reported, during change out to a new device (old device at eri), the doctor damaged the right ventricular pace-sense and svc coil connections. The lead is still in use at this time, however the doctor will be placing a new right ventricular pace/sense and using it in a single coil configuration or replacing with an entirely new defib lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.